Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the orthopat machine smelled like it was burning. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. The power supply had to be replaced due to a major saline spill. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. Haemonetics (B)(4).